Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided x-ray images does find evidence to support a disassociation of the liner from cup event. It is also noted that the acetabular cup position appears to have both more abduction and anteversion angle than is recommended by depuy. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an email was received from a j and j employee stating that they were working on an analysis on social media in orthopedics about the two posts regarding pinnacle, sounds like liner dissociations. Case done by a partner, (B)(6) yo f bmi 52. Had spinnacle in december and underwent cup revision by my partner. Then had spinnacle again! Only 4 months later.